Event description:
On (B)(6) 2012, the manufacturer's consultant reported that the neurologist was having communication issues with his programming system and he went to visit the neurologist's office to do some troubleshooting. While trying to interrogate his demo generator, the consultant was having intermittent communication issues. He was first able to interrogate and program the demo generator but then started getting communication error messages. The consultant tried his wand with the physician's handheld and everything worked fine. He then tried his handheld with the physician's wand and everything worked fine again. The consultant lastly tried his handheld and his wand with the physician's serial adapter cable and the communication errors were seen again. It was decided that the serial cable was most likely the issue. The serial adapter cable was returned to the manufacturer for product analysis on (B)(6), 2012 that has not yet been completed.

Event description:
Additional information was received on (B)(6) 2012, when product analysis was completed on the returned serial cable. No anomalies associated with the serial cable were noted during testing. The serial cable performed according to functional specifications.